Event description:
The customer ran blood glucose tests on the contour next link 2.4 using two different bottles of strips. The readings were 58 and 378mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for investigation. Replacement test strips were sent to the customer.